Event description:
It was reported that the patient¿s pump had last been refilled on (B)(6) 2013 and the time before that was (B)(6) 2013. The patient was supposed to have their next refill on (B)(6) 2013, but the patient had presented at the clinic on (B)(6) 2013 with her pump alarming. It was confirmed in the event logs that the low reservoir alarm was activated on (B)(6) 2013 and the empty reservoir alarm occurred on(B)(6) 2013. The health care provider (hcp) saw events for the (B)(6) 2013 refill, but not the (B)(6) 2013 refill. The patient had no signs or symptoms of withdrawal and the amount of drug was that was expected was currently in the reservoir. The hcp could not locate a session report for (B)(6) 2013, only a print report. The hcp updated the pump on (B)(6) 2013 with the correct reservoir volume. The device system was used to deliver fentanyl and morphine. It was later confirmed the patient had no symptoms, they only heard the alarm from the pump. It was reported there was no issue when asked if there was an issue that caused the failure to update the pump, the pump was ¿programmed/updated per usual at (B)(6) 2013 pump refill¿. The patient was now stable on their current regimen, no problems. There had been no alarms since the pump was reprogrammed on (B)(6) 2013 at the office visit.

Manufacturer narrative:
Concomitant products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. Product ID: 8578, serial# (B)(4), implanted: (B)(6) 2013, product type: accessory. Product ID: 8840, lot # serial# unknown, product type: programmer, physician. (B)(4).